Event description:
A complaint was received from a customer that reported that the display screen is not complete. In particular a portion of the "hundreds unit" was missing. A request was made to return the system for evaluation and a replacement unit was provided. The customer stated that their family member threw the meter away by accident. Therefore, no evaluation of the system was possible. The customer was encouraged to contact MFR 24/7 customer service line if any additional problems or questions were encountered. The complaint is considered closed for purposes of MDR.